Event description:
It was additionally reported that lead warnings triggered for the high pacing impedance and high svc impedance. Per patient and physician discretion, all therapies were turned off and the rv lead remains in use.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and variable. During the week ending on (B)(6) 2015, rv pacing impedance spiked to 1444 ohms, up from a trend in the 300-400 ohm range. Impedances continue to be high and variable. Analysis of the device memory indicated there was a right ventricular lead integrity alert. Rv lead integrity warning occurred on (B)(6) 2015 for sic >= 30 in 3 days and rv lead impedance variation in last 60 days. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and was variable. During the week ending on (B)(6)-2015, svc coil impedance spiked to 254 ohms, up from a trend in the 40-50 ohm range. Impedances continue to be high and variable. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6)-2015, rv capture threshold has measured 2.5v. Rv capture thresholds continue to be high and variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6)-2015, there were 4928 ventricular sensing integrity counts (sic), non-sustained ventricular tachycardia (nsvt) episodes, and high rate non-sustained detected episodes with lead noise oversensing. (B)(4).

Event description:
It was further reported that there was a lead integrity alert on the rv lead. Thresholds had been trending up and were now high. Pacing and superior vena cava (svc) coil impedances were also trending upward and were high. An increasing number of short non-sustained events were seen, which appeared to be noise. Fracture was suspected. Detections were turned off and the patient was put on a life vest until the lead can be changed out.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and variable. Concomitant medical products: 5076-45, lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited inconsistent impedances and the right atrial (ra) lead exhibited intermittent undersensing. The rv lead remains in use and the ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.